Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that inside of the light guide lens was dirty. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. According to the inspection result by local service department, the objective lens had the scratch. Based on the past similar cases, the event seemingly occurred by generated gap at light guide lens glue due to physical stress. IFU states caution not to apply physical stress to device.